Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms and infusion set and reservoir were changed. Customer reported of changing infusion sets every four days, which customer was instructed that infusion set must be changed every three days maximum. Insulin was delivered with no alarms with plunger push and five units of insulin. Customer was not able to complete troubleshooting due to being at work. Sample supplies would be sent to customer.